Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was walking and dislocated. The patient went to hospital and x-rays were taken. All implants were replaced with revision implants. The trunnion was worn down on stem and the head fell off.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed through visual analysis of the associated accolade stem and the identification of wear of the trunnion. -device evaluation and results: visual inspection: the device was not returned but one photo was provided. There is a small amount of black staining on the inner taper of the head but the device is otherwise unremarkable. The corresponding accolade stem indicated signs of trunnionosis which would be consistent with metal head disassociation due to the taper lock being compromised. Dimensional inspection: not performed as the device was not returned. Functional inspection: not performed as the device was not returned. Material analysis: not performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: although the lot code was not provided, the device description of size and offset, the estimated date of implant and hazard/harm combination, suggests that the device is in scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. The investigation concluded that disassociation of the metal head was caused by wear of the trunnion of the accolade stem.

Event description:
Patient was walking and dislocated. The patient went to hospital and x-rays were taken. All implants were replaced with revision implants. The trunnion was worn down on stem and the head fell off.